Event description:
As reported that an unspecified amount of bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood during use. The following information was provided by the initial reporter: "we've just experienced some insyte autoguards not occluding like they're supposed to... . Was there any adverse event reported? No 2. Please provide date of incident. (B)(6) 2023. 3. Kindly explain further on the incident reported which part is not occluding. Stays in patient's arm during surgery but issue with blood coming out and making a mess." They did not occlude. Blood was coming out after getting it into the vein and retracting the needle.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: annex a code updated to reflect more precise failure. Correct annex a code : a050401 - fluid/blood leak (1250). Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review showed no non-conformances associated with this issue during the production of lot 2252911. Based on the available information, we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood during use. The following information was provided by the initial reporter: "we've just experienced some insyte autoguards not occluding like they're supposed to. Mon (B)(6) 2023 9:10 am. Was there any adverse event reported? No. 2. Please provide date of incident. (B)(6) 2023. 3. Kindly explain further on the incident reported which part is not occluding. Stays in patient's arm during surgery but issue with blood coming out and making a mess."